Event description:
Outpatient ercp performed. Attending physician attempted to utilize a technique requiring use of a biliary balloon. Five olympus biliary balloons failed to open requiring extended anesthesia and procedure time and necessitating aborting the procedure and rescheduling. Dates of use: 2008. Diagnosis or reason for use: evaluation of biliary anastamosis.